Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the medex¿ ultra¿ small bore extension set filter disconnected from the patient immediately upon use. It was reported that medical intervention was required, but it was unclear what the intervention was. No patient injury was reported. See MFR: 3012307300-2017-00869 and 3012307300-2017-00870.

Manufacturer narrative:
(B)(4) devices (four unused, one used) were returned for evaluation. Visual inspection of the devices showed that the four unused devices were found to be acceptable. The one used device was found with a crack on the female port of the blue filter. Functional testing involved a water leak test on the (B)(4) devices and showed that the four unused devices were found to be acceptable and the one used device had leakage on the female port of the blue filter. (B)(4) devices from a similar lot were inspected and tested and found acceptable. A review of investigation activity documents was conducted and found acceptable. A review of the device history record for the relevant lot was conducted and found acceptable. A review of the assembly process was conducted and was confirmed to be adequate. Based on the evidence, it was determined that the root cause was not attributable to the manufacturing process. The most probable root cause was related to the mishandling of the device during connection. There was no evidence to indicate that there was an intrinsic defect in the device.